Event description:
During implant procedure, the right atrial (ra) lead was unable to pace due to inadequate positioning and electrical values. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and diagnostic imaging inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of no low voltage output could not be confirmed. The cause for the reported event is unknown.